Event description:
The customer reported that the system would not boot up. No patient injury was reported.

Manufacturer narrative:
System was moved to another location. Awaiting response from the customer as to current location of the system.